Event description:
It was reported that the patient presented for routine device change with chronic diaphragmic stimulation caused by the left ventricular lead. The lead was capped during the procedure on 13 feb 2023. The patient was stable.